Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented with a possible tear (type iiib endoleak) at the bifurcation. The physician plans to re-intervene but surgery has not been scheduled. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the distal bifurcated stent graft is confirmed. Additionally, clinical assessment identifying that a stent kink of the left leg to the bifurcated stent graft also occurred, along with a left iliac occlusion; these additional observations are per CT (computed tomography) scan from (B)(6) 2016 and discharge summary on (B)(6) 2016, respectively. The clinical evaluation also determined a non-endologix stent was implanted in the patient's lcia (left common iliac artery) per CT scan performed on (B)(6) 2020 (off-label use with concomitant device). A definitive root cause for the event could not be determined; however, the concomitant product use of a non endologix stent is an off label product use condition and it is possible this played a role in type iiib endoleak. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented with a possible tear (type iiib endoleak) at the bifurcation. The physician plans to re-intervene but surgery has not been scheduled. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment identifying that a stent kink of the left leg to the bifurcated device also occurred, along with a left iliac occlusion; these additional observations are per CT (computed tomography) scan from (B)(6) 2016 and discharge summary on (B)(6) 2016, respectively. The clinical evaluation also determined a non-endologix stent was implanted in the patient's lcia (left common iliac artery) per CT scan performed on (B)(6) 2020 (off-label use with concomitant device). It was additionally confirmed that a re-intervention procedure was completed on (B)(6) 2020; the physician elected to treat the patient by relining with an additional one (1) afx2 bifurcated stent graft, one (1) suprarenal device, and one (1) ovation ix extender (off-label treatment due to incompatibility of afx with ovation products). The final patient status is reportedly good.